Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, there was no power delivery from the extension cable to the hemopro device. The staff switched out the extension cord and connected to the same hemopro device with the same result. The staff then replaced the hemopro device and successfully completed the procedure. The hosp did not report any pt complications. This report is for the hemopro device.